Manufacturer narrative:
02/17/1998- supplemental report #2 submitted to FDA.

Event description:
During a CABG procedure, the clips scissored and did not form properly. Surgeon applied another device without pt injury.